Event description:
The display did not increment the volume delivered. On an unspecified date, the pump was programmed to deliver an unspecified concetration of fentanyl citrate and ropivicaine hydrochloride via an epidural route. No specific programming parameters were provided. The customer contact reported that at 16:00, it was noted the "pca epidural flask of 200ml empty and pca pump alarming air in line and recording only 103ml of flask had been infused". It was reported that there had been "leakage at epidural site observed in past few days," and the patient was "confused, disoriented, pulled epidural catheter and IV fluids out". The physician was notified and the infusion was stopped, and the "line clamped." The pump was removed from clinical service. The customer contact reported that "this had occurred previously, according to the cumulative balance recorded on the chart".